Event description:
It was reported that the patient was frequent charging with the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.